Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single-use device.

Event description:
The customer reported multiple false positive results with the binaxnow covid-19 ag self-test for her and her husband performed on multiple dates. This MFR. Report addresses patient two (2) of two (2) using unknown lot and is report six (6) of eight (8) the customer reported a false positive result for her husband with the binaxnow covid-19 ag self-test performed on an (B)(6) 2022. Confirmation testing was performed (platform: rush covid-19) generated a negative result (CT values not provided) no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an lot-specific investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single-use device.

Event description:
The customer reported multiple false positive results with the binaxnow covid-19 ag self-test for her and her husband performed on multiple dates. This MFR. Report addresses patient two (2) of two (2) using unknown lot and is report six (6) of eight (8) the customer reported a false positive result for her husband with the binaxnow covid-19 ag self-test performed on an (B)(6) 2022 confirmation testing was performed (platform: rush covid-19) generated a negative result (CT values not provided). No additional patient information, including treatment and outcome, was provided.